Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was unable to be programmed around. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.